Manufacturer narrative:
All buttons function properly. However, moisture damage was found on the keypad traces. No ramping numbers on their own or scrolling bar anomaly was noted. The pump also had a cracked case at the display window corners, and cracked battery tube threads.

Event description:
Customer reports to have experienced keypad anomaly. Customer reports that numbers continued to ramp up with up arrow button. Customer's blood glucose was 88 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.